Event description:
It was reported that after use with bd ultrasafe plus¿ passive needle guard the needle would not retract and the safety device separated and needle shot out of the housing. There was no report of patient or user impact. The following information was provided by the initial reporter: ¿the buvidal syringe malfunction happened (B)(6) 2023 (exp 08-2024/lot y0130s/dose 24mg). The client was female, and it was her second weekly dose which was administered into the left arm. The medication was administered and removed from the arm without any issues. The needle did not retract and then the spring activated, and the needle shot out of the housing in an upwards trajectory and whizzed passed two nurses at face height, which meant that the syringe, housing, and needle had somehow parted.¿

Manufacturer narrative:
Investigation summary: the customer issued a complaint for detached device problem detected by end user. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.